Event description:
A non healthcare professional reported that, during implantation, the surgeon noticed that the lens was damaged. A small piece of plastic, which appeared to be a manufacturing defect, was present on the bottom part of the lens. The surgeon extracted the lens and replaced it with a new iol. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).